Manufacturer narrative:
Block h6: imdrf device code: a0401 captures the investigation result of cutting wire broken. Block h10: the returned truetome 49 was analyzed, and a visual evaluation found the cutting wire was blackened, kinked, and broken at 4mm from the proximal pierce hole. Microscopic inspection confirmed the cutting wire was blackened, kinked and broken at 4mm from the proximal pierce hole. Functional testing could not be performed due to the condition of the returned device. No other problems with the device were noted. Upon analysis of the returned device, it was found that the cutting wire was blackened, kinked, and broken. Due to the broken wire, functional testing could not be performed. The wire could break due to contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. Procedural or anatomical factors encountered during the use of the device could have created the physical damage to the device and affected the device performance and integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) product label.

Event description:
It was reported to boston scientific corporation that a truetome 49 was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2023. During the procedure, the wire on the handle of truetome 49 was stiff and difficult to use. The procedure was completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: cutting wire broken. Please refer to block h10 for full investigation details.